Event description:
Abutment removal due to skin overgrowth.

Manufacturer narrative:
Abutment skin overgrowth is a known complication associated with percutaneous implant systems, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient. According to our statistics there is no trend in these issues.